Event description:
Swollen lymph nodes, autoimmune diagnosis after breast implants, skin rashes, intense itching of the breasts and pain. Brain fog, anxiety, numbness and tingling, heaviness on the chest, implants feel uncomfortable. FDA safety report ID# (B)(4).